Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a photograph of the device was returned for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor lv5 device had ruptured toward the end of patient use at the patient's home. The device was filled with 5-fluorouracil and normal saline. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the actual sample is not available for evaluation by baxter, however, a photo of the sample was provided to baxter for a photogenic evaluation. The evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.